Event description:
It was reported that patient has had 5 previous infections in the abdomen around the balloon. Then, the physician decided to go transverse scrotal and put everything into the scrotum. After this, the artificial urinary sphincter (aus) pump and balloon rode high, and a fibrotic tissue mass was created around the pump. Due to this, the pump became inaccessible. The physician then, broke up the fibrotic tissue and placed the reservoir back in the space of retzius.